Event description:
Related manufacturer reference number 3006705815-2022-14585. Related manufacturer reference number 3006705815-2022-14586 . It was reported that the leads pullout of the ipg header and system diagnostics recorded high impedances on some lead contacts and low on others. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that surgical intervention was undertaken on 6 jun 2022, wherein the physician opted to keep the system as it is.